Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacking hernia mesh on a laparoscopic inguinal hernia repair, the first tacker would not properly load the unit. Once unsecurely attached, the loading unit fell into the abdomen of the patient and was retrieved using graspers. In addition, a few misfired tacks were dropped into the abdomen which were also retrieved using the graspers. The instrument was put aside and a new one was opened. The second tacker loaded properly but when firing, it did not securely fasten the mesh. The instrument had trouble firing on soft tissue as well as cooper's ligament. Another device was used. There was no patient injury.